Event description:
The ge ventilator inspiratory peak pressure was reading dangerously high at 46. The vent would give 2 breaths and have abnormally long pauses and then no breaths given and it kept recycling this pattern. The vent was set for 20 bpm. The square waveform kept lighting red, but the patient had received a paralytic and was not able to breathe against the machine.